Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported the insulin pump kept alarming no delivery. Customer's blood glucose was 8.5mmol/l at the time of the alarm, current blood glucose was high. Customer stated she had done a complete set change and alarms kept reoccurring. Insulin was not expired or denatured. Customer stated the tubing was not kinked or bent. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.